Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux were unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: needles clogged.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux were unable to deliver insulin/medication prior to use.the following information was provided by the initial reporter:needles clogged.

Manufacturer narrative:
H.6. Investigation summary two open 32g x 4mm pen needle samples were returned from lot. No. 9044758, cat. No. 320141. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. Due to the condition the samples were returned no clog testing could be carried out. Investigation conclusion visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications root cause description as the samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux were unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: needles clogged.